Event description:
It was reported when using the bd vacutainer k2 edta 3.6mg physical examination personnel found that the blood flow speed was very slow or even no blood outflow. The following information was provided by the initial reporter. The customer stated: october 10 to october 12, medical staff used disposable vacuum blood collection vessels in good condition to collect blood from the physical examination personnel. For many times, different physical examination personnel found that the blood flow speed was very slow or even no blood outflow. The vacuum blood collection vessel with poor blood flow shall be treated as medical waste, and the new and intact disposable vacuum blood collection vessel shall be replaced. The blood flow velocity shall return to normal and blood collection shall be completed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: mat: 367227. Lot: 1330243. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg physical examination personnel found that the blood flow speed was very slow or even no blood outflow. The following information was provided by the initial reporter. The customer stated: october 10 to october 12, medical staff used disposable vacuum blood collection vessels in good condition to collect blood from the physical examination personnel. For many times, different physical examination personnel found that the blood flow speed was very slow or even no blood outflow. The vacuum blood collection vessel with poor blood flow shall be treated as medical waste, and the new and intact disposable vacuum blood collection vessel shall be replaced. The blood flow velocity shall return to normal and blood collection shall be completed.